Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis patient reported he was in the hospital due to fluid in his lungs. During follow-up the patient's nurse stated the patient experienced fluid overload, swelling in the extremities, and shortness of breath. The patient was hospitalized on an unspecified date and diagnosed with pleural effusion. The nurse was unsure how the fluid leaked into the pleura at the time of the call. No additional information was provided at the time of this report and it is unknown if the patient continued continuous cycler-assisted peritoneal dialysis or if the patient had recovered from the reported event.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.